Event description:
No information reported with returned device.

Manufacturer narrative:
Concomitant products: product ID 8711, lot# j0058186r, implanted: (B)(6) 2001, product type catheter; product ID 8711, lot# j0058186r, implanted: (B)(6) 2001, product type catheter. (B)(4).